Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Distal/posterior chamfer cut made. Switched to the straight saw blade and noticed it was off by 3-4mm. We were unsuccessful re-registering after this causing dr. (B)(6) to bail and finish manually. Tka; delay: 10 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 063 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, and pr1528344). Conclusion: since no information was provided, no investigation was conducted regarding the reported inaccurate resection. However, a field service engineer was sent to the site to investigate the reported auto arm accuracy failure. The following was noted in the attached gsp case ID# 148504 summary report: completed kin-cal on both sides. Auto arm accuracy passed. System ready for clinical use. The device was not returned for evaluation.

Event description:
Distal/posterior chamfer cut made. Switched to the straight saw blade and noticed it was off by 3-4mm. We were unsuccessful re-registering after this causing dr. (B)(6) to bail and finish manually. Tka; delay: 10 minutes.